Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a frayed wire. The instrument was found to have a broken grip cable. One grip close cable was broken at the distal idlers. The idler pulley was able to spin freely and was not damaged. A cable segment was observed to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. Engineering evaluation also found an indentation on the edge of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the mega suturecut needle driver instrument had frayed wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.